Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples. (B)(4).

Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining discordant results on multiple patient samples tested on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and the customer stated that results were as expected. During a review of the instrument files, it was discovered that patient samples tested for hemoglobin a1c (hba1c), cocaine metabolite (coc300), cannabinoids (thc), benzodiazepine (benz), barbiturate (barb), amphetamines (amp1k), opiates (opi300), phencyclidine (pcp), methadone (meth), urinary cerebrospinal fluid protein (ucfp), glucose (glu), alanine aminotransferase (alti), aspartate aminotransferase (ast), alkaline phosphatase (alpi), albumin (alb), urea nitrogen (bun), total protein (tp), total bilirubin (tbil), sodium (na), potassium (k), chloride (cl), creatinine (crea), calcium (ca), carbon dioxide (co2), magnesium (mg), ethyl alcohol (etoh), n-terminal probrain natriuretic peptide monoclonal (pbnp), cardiac troponin (ctni), and creatine kinase (cki) had been dispensed into aliquot wells already containing quality control (qc) material. One qc sample for sodium was also dispensed onto qc material and resulted out of range. There are no known reports of patient intervention or adverse health consequences due to patient samples or a qc sample being dispensed into aliquot wells already containing qc material.